Manufacturer narrative:
No product was returned for evaluation; it was discarded at the hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. No actions will be taken at this time. Swan-ganz pacing thermodilution (td) catheters serve as diagnostic and therapeutic tools in the management of critically ill patients. All invasive procedures inherently involve some patient risks. The physician is advised before deciding to use the catheter to consider and weigh the potential benefits and risks associated with the use of the catheter against alternative procedures. The general risks and complications associated with indwelling catheters are described in the literature. Cases of myocardial perforation associated with the use of temporary trans-venous pacing catheters have been reported. Perforation/damage may occur as a result of over-wedging a pulmonary artery catheter or forcing the advancement of the catheter against resistance. In this case the patient was (B)(6) and the blood vessels or cardiac structures may be diseased and therefore weakened. Any perforation may cause significant bleeding/ injury. Careful repositioning and withdrawal of the catheter under fluoroscopic control is recommended. It is unknown if user or procedural factors may have contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that a (B)(6) female patient experienced right ventricular perforation during use of a pacing catheter resulting in cardiac tamponade. The patient, with a history of aortic stenosis and hypertension, was having a tavr procedure and the event occurred during rapid ventricular pacing (rvp) using a non-edwards valve. The chest was opened emergently to stop bleeding on the same day. The patient is under treatment in the ICU as of (B)(6) 2018 at 6 pm. Device was discarded at the hospital.

Manufacturer narrative:
Additional information was obtained on 05/01/18 that the patient expired from sepsis on (B)(6) 2018. There was no allegation that a device malfunction contributed to the death.